Event description:
The technician alleged the side rails will not latch. No pt impact.

Manufacturer narrative:
The technician found the issue to be bent side brackets on the side rails. The technician replaced the side rail slide brackets to resolve the issue.